Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump. The hcp reported that he refilled patient's pump yesterday. The hcp stated the expected volume was 1.9 ml but they pulled out like 4 or 5 ml. The hcp said he was monitoring patient but was going to be troubleshooting the pump /catheter. The hcp stated patient had not reported any symptoms. The patient was refill yesterday and hcp saw a motor stall / motor stall recovered message code 529. The hcp stated patient had not had an magnetic resonance imaging (MRI) recently. The hcp did state that the "table" had been replaced the hcp did not look at pump logs to verify that information with patient present.